Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional contact: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved a 30" (76 cm) appx 3.7 ml, 20 drop admin set w/integrated chemolock¿ port drip chamber, chemolock¿, bag hanger, drop-in chemolock¿ port. The reporter stated that upon priming (adding solution) to the set, white particles were frequently seen inside the chamber of the administration set. The status of the product at the time of event was upon priming. There was no patient involvement and no patient harm.

Manufacturer narrative:
The following was returned by the customer for complaint investigation: one used list #011-c3511, 30" (76 cm) appx 3.7 ml, 20 drop admin set w/integrated chemolock¿ port drip chamber, chemolock¿, bag hanger, drop-in chemolock¿ port; lot #5571540. The used 011-c3511 was visually and microscopically examined for white particles in the sight chamber and along the entire fluid path. There was no evidence of particulate in the fluid path or in the sight chamber. White fluid residuals were identified on the outside of the sight chamber typical of external fluid drying on the outside of the sight chamber. The complaint of white particles in the fluid path was unable to be confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 14dec2023.